Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that had ruptured/pregnancy (ectopic),"), ruptured ectopic pregnancy ("ectopic pregnancy that had ruptured"), device dislocation ("migration of essure device-micro insert found in the posterior cul-de-sac embedded within the peritoneum,malpositioned/migrated"), pelvic pain ("severe pelvic pain/pain,") and abdominal pain lower ("severe cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tubes," in (B)(6) 2010. The patient's past medical history included loop electrosurgical excision procedure, automobile accident, transient ischemic attack, multigravida and parity 4. No evidence of a visible micro-inserts bilaterally.no vomiting.she had no urinary or bowel changes.had no fevers,chills or sweats.no intrauterine pregnancy was identified with a thick-walled cystic left adnexal mass identified concerning for ectopic pregnancy.no dizziness.no adnexal masses or tenderness. No uterine masses. There was no swelling inside the oropharynx. Previously administered products included for an unreported indication: advil in 2008. Concurrent conditions included body mass index high, nausea, lower abdominal tenderness, allergic reaction, lip redness, orthostatic hypotension, muscle weakness left-sided, chest pain and photophobia. Concomitant products included fluconazole (diflucan) for yeast vaginitis as well as acetylsalicylic acid (aspirin) since 2016, diphenhydramine hydrochloride (benadryl), famotidine (pepcid), methylprednisolone sodium succinate (solu-medrol) and prednisone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia),") and menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menses"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("abnormal vaginal discharge"), rash ("rashes/skin rashes"), migraine ("migraines/headaches,"), pruritus ("itching,") and blister ("blisters"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, 10 months 28 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced depression ("depression,"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("yeast vaginitis"). In 2013, the patient experienced cervical dysplasia ("focal cin 3: severe squamous dysplasia / high grade squamous intraepithelial lesion of ectocervix"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), ruptured ectopic pregnancy (seriousness criteria hospitalization and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headaches"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), contusion ("black spots on back; between legs under breast and chest,"), weight decreased ("weight loss"), menstrual disorder ("menstrual periods") and abdominal pain ("abdomen pain"). The patient was hospitalized on (B)(6) 2010. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2010, a laparoscopic left salpingectomy to remove the ectopic pregnancy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, dysmenorrhoea, dyspareunia, alopecia, headache, fatigue, vaginal discharge, rash, back pain, procedural pain and menstrual disorder had not resolved and the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, migraine, depression, pruritus, blister, contusion, weight decreased, cervical dysplasia and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blister, cervical dysplasia, contusion, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, pruritus, rash, ruptured ectopic pregnancy, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: on 05-oct-2010, plaintiff underwent a tubal ligation of her left fallopian tube. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Pregnancy test - on (B)(6) 2010: not pregnant . On (B)(6) 2010, plaintiff had performed hysterosalpingogram, only right fallopian tube was fully occluded, but her left fallopian tube was not occluded. An obstetric ultrasound revealed she had an ectopic pregnancy that had ruptured.urine pregnancy positive. Urine culture staphylococcus saprophyticus; greater than 100,000 cfu/ml . Most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received : event dysplasia nos (severe squamous dysplasia ) was updated with pt cervical dysplasia (high grade squamous intraepithelial lesion of ectocervix), meddra llt was changed. Events "cramping and pain" were upgraded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that had ruptured/pregnancy (ectopic),"), ruptured ectopic pregnancy ("ectopic pregnancy that had ruptured") and device dislocation ("migration of essure device-micro insert found in the posterior cul-de-sac embedded within the peritoneum,malpositioned/migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tubes," (B)(6) 2010. The patient's past medical history included loop electrosurgical excision procedure. No evidence of a visible micro-inserts bilaterally. No vomiting. She had no urinary or bowel changes. Had no fevers,chills or sweats. No intrauterine pregnancy was identified with a thick-walled cystic left adnexal mass identified concerning for ectopic pregnancy. No dizziness. No adnexal masses or tenderness. No uterine masses. There was no swelling inside the oropharynx. Concurrent conditions included body mass index, nausea, lower abdominal tenderness, allergic reaction, redness of face, orthostatic hypotension, weakness, chest pain and photophobia. Concomitant products included fluconazole (diflucan) for yeast vaginitis as well as diphenhydramine hydrochloride (benadryl), famotidine (pepcid), methylprednisolone sodium succinate (solu-medrol) and prednisone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain,"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), rash ("rashes/skin rashes"), migraine ("migraines/headaches,"), pruritus ("itching,"), blister ("blisters") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6), the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"). In (B)(6) 2010, 10 months 28 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced depression ("depression,"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("yeast vaginitis"). In (B)(6), the patient experienced dysplasia ("severe squamous dysplasia."). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), ruptured ectopic pregnancy (seriousness criteria hospitalization and intervention required), abdominal pain lower ("severe cramping"), headache ("headaches"), the second episode of vaginal discharge ("abnormal vaginal discharge"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal menorrhagia),"), skin discolouration ("black spots on back; between legs under breast and chest,"), weight decreased ("weight loss"), menstrual disorder ("menstrual periods") and abdominal pain ("abdomen pain"). The patient was hospitalized on (B)(6) 2010. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2010, a laparoscopic left salpingectomy to remove the ectopic pregnancy) . Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, dysmenorrhoea, dyspareunia, alopecia, headache, fatigue, the last episode of vaginal discharge, rash, back pain, procedural pain and menstrual disorder had not resolved and the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, migraine, depression, pruritus, blister, skin discolouration, weight decreased, dysplasia and abdominal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, blister, depression, device dislocation, dysmenorrhoea, dyspareunia, dysplasia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, pruritus, rash, ruptured ectopic pregnancy, skin discolouration, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2010, plaintiff underwent a tubal ligation of her left fallopian tube. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Pregnancy test - on (B)(6) 2010: not pregnant. On (B)(6) 2010, plaintiff had performed hysterosalpingogram, only right fallopian tube was fully occluded, but her left fallopian tube was not occluded. An obstetric ultrasound revealed she had an ectopic pregnancy that had ruptured.urine pregnancy positive. Urine culture staphylococcus saprophyticus; greater than 100,000 cfu/ml. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and mr: medically confirmed,new reporter, patient demographic information, patient relevant information and essure indication permanent birth control by bilateral occlusion of the fallopian tubes ,new events abnormal bleeding (vaginal, menorrhagia), yeast vaginitis, migraines/headaches, migration of essure device-micro insert found in the posterior cul-de-sac embedded within the peritoneum, malpositioned/migrated , depression, itching, blisters, black spots on back; between legs, under breast and chest, vaginal discharge, weight loss, severe squamous dysplasia and menstrual periods were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that had ruptured") and ruptured ectopic pregnancy ("ectopic pregnancy that had ruptured") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, 10 months 28 days after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), ruptured ectopic pregnancy (seriousness criteria hospitalization and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("abnormal vaginal discharge"), rash ("rashes"), back pain ("severe back pain") and procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria hospitalization and intervention required), ruptured ectopic pregnancy (seriousness criteria hospitalization and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("abnormal vaginal discharge"), rash ("rashes"), back pain ("severe back pain") and procedural pain ("painful post-operative recovery"). The patient was hospitalized on (B)(6) 2010. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2010, a laparoscopic left salpingectomy to remove the ectopic pregnancy). Essure dose not changed. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, alopecia, headache, fatigue, vaginal discharge, rash, back pain and procedural pain had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, pelvic pain, procedural pain, rash, ruptured ectopic pregnancy and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2010, plaintiff underwent a tubal ligation of her left fallopian tube. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: not pregnant on (B)(6) 2010, plaintiff had performed hysterosalpingogram, only right fallopian tube was fully occluded, but her left fallopian tube was not occluded. An obstetric ultrasound revealed she had an ectopic pregnancy that had ruptured. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.